Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient hadn't had her ins on since december because the device wasn¿t working. The patient clarified that the ins was not helping with her tremors and had been this way since day of implant. The patient called to inquire about audiology testing precautions. The test was unrelated to the device/therapy. The patient was advised to see her hcp to discuss device not working. No further complications were reported/anticipated.